Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery due to corroded motor home switch. The insulin pump received with cracked reservoir tube lip, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump was returned. The customer's blood glucose was not provided. No additional information provided.